Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the subject retriever elongated inside the patient¿s artery and was unable to be extracted. The physician was able to remove the subject retriever carefully out of the body, the retriever kept elongated, got deformed and did to return to its original shape. The physician used a different company product to complete the procedure successfully. The patient's artery was noted blocked again few hours post procedure. No further information is reported at the moment.

Event description:
It was reported that the subject retriever elongated inside the patient¿s artery and was unable to be extracted. The physician was able to remove the subject retriever carefully out of the body, the retriever kept elongated, got deformed and did to return to its original shape. The physician used a different company product to complete the procedure successfully. The patient's artery was noted blocked again few hours post procedure. No further information is reported at the moment.

Manufacturer narrative:
H6- device code grid: corrected : from ¿adverse event without identified device or use problem¿ to ¿difficult to remove¿. H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. D10 product available to stryker: updated. D10 returned to manufacturer on: updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported lot number was confirmed from the returned packaging. On visual inspection, there was some kinking/ bending noted to the proximal coil. The retriever shaped section had some deformation noted. On functional inspection, there was some resistance noted during advancement of the retriever through the insertion tool. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the was some damage noted to the retriever coils and some slight deformation noted to the retriever shaped section. It is probable that the device sustained some damage as a result of the difficulty to withdraw the retriever. An assignable cause of procedural factors will be assigned to the reported and analysed events, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. As per the physician the reported patient vessel occlusion, was probably due to underlying atheromatous plaque or a wbc rich adhesive emboli. The reported patient vessel occlusion is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned.